Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury due to mulfunction. No patient injury or harm resulted from this event.

Event description:
Customer reported that their leadcare ii analyzer emitted a burning odor after installing batteries. Initially, the customer reported operating the analyzer using the original ac power cord, identified by the attached "leadcare" label, with no batteries installed. The customer confirmed that no batteries were present by checking the battery compartment and reported no signs of battery corrosion. Technical support (ts) informed the customer that the analyzer should be powered using either the ac adapter or batteries, but not both simultaneously. Ts instructed the customer to perform a hard reset by unplugging the analyzer, removing the ac adapter from the back of the instrument, waiting three minutes, reconnecting the ac adapter to the analyzer, and powering the unit on. Following this step, error 129 appeared on the screen. Ts then suggested the customer attempt to power the analyzer using batteries only, without the ac adapter connected. The customer installed four energizer brand batteries; however, the instrument did not power on. The customer then installed four new duracell batteries, and the instrument again did not power on. At that time, the customer reported a burning odor coming from the instrument and immediately removed the batteries. The customer reported no injury and stated that there were no visible signs of smoke or sparks from the instrument.